Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a partial catheter explant/revision and the event occurred during a procedure. The pump portion/proximal segment was sheered at the pump connection/connector site so the health care provider (hcp) trimmed a segment off and spliced another piece of catheter to the current catheter and reconnected to the pump. Due to the catheter issue the patient wasn¿t receiving drug, had a csf (cerebrospinal fluid) leak and a headache. It was unknown if there had been and diagnostic testing or troubleshooting. The cause of the issue was unknown and the product issue resolved. The partial portion that was explanted was discarded and therefore would not be returned. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver baclofen. It was later reported that the hcp had apparently attempted to splice an 8711 and ascenda catheter together despite being told that they were not compatible together and expressed dissatisfaction to the device manufacturer representative because it was not designed to be backward compatible with the other catheters. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported "all" the device manufacturer representative knew was that the system was removed for infection. Additional information received provided patient medical records. Blood chemistry was provided. High glucose levels were recorded on (B)(6) 2014 however per patient history the patient had diabetes. The patient's elevated bun levels on those same dates was 26, 51, 29, 26 and 22. The patient had one high level of creatinine, 2.14 on (B)(6) 2014. The patient had low gfr levels (glomerular filtration rate) on all five dates with levels at 38 non-african american or 47 african american, 23 or 28, 30 or 36, 37 or 45 and 42 or 51. Cbc (complete blood count) levels were provided as well. The patient had two high readings of white blood cell counts, on (B)(6) 2014 it was 13.83 and on (B)(6) 2014 it was 10.59. All hemoglobin, hematocrit, platelet readings were within normal limits. The patient's neutrophil levels were high on all readings. On (B)(6) 2014 it was 76.3, on (B)(6) 2014 it was 65, on (B)(6) 2014 it was 64.6, on (B)(6) 2014 it was 51.6, on (B)(6) 2014 it was 54.3. The patient's lymphocyte levels were not within the normal range as well. On (B)(6) 2014 it was 15.8 and on (B)(6) 2014 it was 19.5 and returned to normal limits on (B)(6) 2014. Eosinophil levels were low, 0.1, on (B)(6) 2014, then high, 5.0, on (B)(6) 2014 before returning to normal levels on (B)(6) 2014. A CT of the head or brain without contrast was performed on (B)(6) 2014. The impression revealed no acute intracranial hemorrhage or ischemia. No abnormal or relevant findings were noted. A MRI of the brain was done on (B)(6) 2014 with impressions of a prominent motion artifact obscuring image detail and no definite evidence of a cute intracranial abnormality. An x-ray lumbar puncture was done on (B)(6) 2014. Per impressions, there was an unsuccessful lumbar puncture. The procedure was discontinued due to poor patient cooperation and concern for safety of the patient and house staff. Lastly, a progress note was provided from (B)(6) 2014. It was for a one month visit following removal of an infection baclofen pump. The patient's incisions looked fine. She completed IV (intravenous) antibiotic treatment in the hospital and had not been on any supplemental antibiotic treatment since then. The causative organism was (B)(6). The patient was having "some" muscle spasms on her back on the right side, opposite to where the pump had been, otherwise her spasticity in her right limbs is not any worse than it had been when the pump was in place. The health care provider (hcp) did not think the patient would ever require replacement of an intrathecal baclofen pump. It was noted the patient would not be at all anxious to proceed with that, given what she had been through lately. The hcp released the patient from her care. Per surgical history provided in the records, it was noted "pain pump (B)(6) 2014, baclofen pump implantation (B)(6) 2014 and pain pump (B)(6) 2014". Clarifying information regarding the dates and what each meant was never provided.